Event description:
The patient reported her insulin infusion sets are not properly adhering to her skin. She stated she woke up this morning and the infusion headset had come out. She said she had an elevated blood glucose reading of 200 mg/dl with her normal range being 150-160 mg/dl. She stated she was sluggish and corrected her readings by taking 10 units of insulin. The patient was educated on using the sandwich technique to attach the infusion headset. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.